Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to verify and confirm the reported problem. It was determined that the dso sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor is defected. There was unknown patient involvement.